Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the reported issue was confirmed to be caused by the igniter failure. The root cause of the igniter failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the main lamp would not light. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the main lamp would not ignite; the cause was isolated to a faulty igniter.